Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. Follow up info indicates customer is doing "ok" and no further occlusions had occurred.

Event description:
Received info stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was impacted.